Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with broken battery tube threads and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose value was unknown at the time of incident. The customer¿s other blood glucose values was in the range of over 400 mg/dl, 510 mg/dl, over 600 mg/dl and in between 300 mg/dl to 513 mg/dl. The customer had symptoms such as nausea, lethargic, tiredness and dizziness. The customer was treated for the high blood glucose with insulin pump and syringe. Customer assisted with the troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.